Manufacturer narrative:
Result: brake bar assembly.

Event description:
It was reported by service report that the brakes did not lock. It is unk if there was pt involvement or if there were adverse consequences to report.